Event description:
It was reported that the customer had a low blood glucose but not hospitalize. The customer's blood glucose level was 32 mg/dl. The customer was treated with food. The customer was advised to monitor insulin pump and blood glucose if they continue to go low to call back. The patient was advised to contact her healthcare provider to discuss low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.